Manufacturer narrative:
H6: one pump was returned for analysis in used condition. Visual inspection found that the downstream occlusion (dso) seal was worn. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Functional testing was performed, and no problems were found. The dso seal was replaced.

Event description:
It was reported that the downstream occlusion (dso) seal was out of service. Per reporter, the issue was discovered during preventive maintenance.